Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that two days ago the patient's therapy stopped working while they were watching football. Pt said that they charged their implant that morning and everything was working fine. Pt said when the therapy quit they knew because this causes them to slump down; patient services understood this as the pt knows what it feels like when they don't use their therapy and that they slump down. Pt said that they had a back operation on november 1st and they think they did some sort of removal. Pt did not allege that this was due to the implant. Pt said that their pain doctor wanted a medtronic representative (rep) to take a look at their device after the surgery, so they contacted a medtronic rep and they got a hold of a different medtronic rep and they met them at the appointment. Pt said the medtronic rep said everything was working fine. Pt said that they didn't contact the reps for any issues and this was just a request from their pain doctor to check out the stimulator. Pt also didn't know exact dates when they contacted the reps . Patient services had pt reset their controller. Pt saw no visible damage to the controller contacts. After reset, pt said the screen said settings not available. Pt said they just saw this message this morning. Pt said that their controller was at 90% battery and implant was at 80%. Pt said they only had group a and when they tried to increase or decrease they saw settings not available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. The patient reported they had reprogramming and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.